Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1kk16, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturing representative (rep) reported on behalf of a healthcare provider (hcp) in a clinical study that the lead was explanted without replacement on (B)(6). No reason was given for the explant. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant: product ID: 3889-28, lot# va1kk16, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the event occurred during a trial and the subject never had a neurostimulator implanted. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant: product ID: 3889-28, lot# va1kk16, product type: lead. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the event occurred during a trial and the subject never had a neurostimulator implanted. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va1kk16, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the site reported the reason for explant was "did not improve symptoms". No further complications were reported/anticipated.